Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on the balloon. During unpacking of the 2.50mmx38mm synergy ii everolimus-eluting stent, it was noted that part of the stent was beyond the catheter tip and was not properly aligned. The procedure was completed with another of the same device. No patient complications were reported as device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ii, us, mr, 2.5x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre and distal struts damaged ; stretched, distorted and pulled distally over distal tip. The crimped stent od (outer diameter) was measured and is within specification. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is within specification. Based on the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on the balloon. During unpacking of the 2.50mmx38mm synergy ii everolimus-eluting stent, it was noted that part of the stent was beyond the catheter tip and was not properly aligned. The procedure was completed with another of the same device. No patient complications were reported as device did not enter the patient's body.